Manufacturer narrative:
Concomitant medical products: addr01, ipg, implant date: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that low impedance was identified on the right atrial (ra) lead during changeout of the implantable pulse generator (ipg) due to elective replacement indicator (eri). The ra lead was capped and replaced. No patient complications have been reported as a result of this event.